Event description:
Event description guidant received information that interrogation was not successful with this device in the field. This device is part of the hermetic sealing advisory population and the patient is pacemaker dependent so the decision was made to replace the device. There were no reported adverse patient effects with this clinical observation.